Event description:
It was reported to philips that the device experienced an unspecified failure during a self-test. There was no patient involvement.

Manufacturer narrative:
The customer initially requested, assistance from a philips representative. As their unit had experienced, a self-test failure. However, after the case was initiated, the customer opted to use a third party to evaluate and repair their device. Further information pertaining to the findings of the third party service were not made available. As such, a cause for the reported issue could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed by a philips representative. And additional information could not be obtained. A definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.